Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c82ej, serial/lot #: (B)(4), ubd: 16-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 55.8mm abdominal aortic aneurysm. After placing esbf2514c103ej in the left main, 16-13-93etlw1613c93ej (v30560964) on the right contralateral side and etlw1613c82ej (v29950065) on the left ipsilateral limb were placed.  As it was known from a pre-operative that the terminal aorta was thin, the stent opening was checked and confirmed was sufficiently patent and did not require a bare metal stent. It was reported the patient presented emergently on an unknown date complaining of pain in their lower limbs. It was then determined that both limbs were occluded. No occlusion was found near the main body bifurcate. A f-p bypass was performed surgically as treatment on an unknown date. As per the physician the cause of the occlusion was as a result of the patients anatomy due to the narrow terminal aorta.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed that the occlusion was caused by a thrombus. The patient's limb's patency was lost; the limb was crushed in the blood vessel (including contralateral side limb), blood flow became poor leading to blood clot formation and the result was occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.